Manufacturer narrative:
(B)(4). (B)(6). Complaint conclusion: the site reported that while prepping a 5mm angioguard rx device, they were unable to load it into the sheath. The device was exchanged and the procedure completed with no reported patient injury. Initial evaluation of the device revealed that the filter basket membrane was wrinkled. No additional information is available from the site. A non-sterile unit of rx/5mm basket diameter/180cm was received inside of a plastic bag; including the delivery wire, deployment sheath and capture sheath. The delivery wire was received inside of the deployment sheath. Visual analysis revealed a kink on delivery wire 17cm from proximal section as well as a bent and wavy distal tip delivery wire. In addition, the deployment sheath was found to be in an unzipped condition 26cm from the distal tip. No damage was noted on the capture sheath. Functional analysis could not be performed because of the device¿s returned condition. The filter basket was inspected under the vision system and this revealed wrinkles on the membrane. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported¿ delivery system/ loading (docking) difficulty-into delivery sheath¿ event could not be confirmed since functional testing could not be confirmed. The cause the damages observed during analysis could not be conclusive determined. However, procedural factors might have contributed to it. The flexible, delicate nature of the floppy guidewire tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). According to the product IFU, prior to the procedure all equipment and packaging should be inspected and examined carefully for defects. Users are instructed to check the guidewire, filter basket, deployment sheath, capture sheath and capture sheath rx port for bends, kinks or other damage. Defective equipment should not be used. Users should verify that the deployment sheath should be fully engaged in the filter basket introducer since it can become disengaged during shipping. If not engaged, they are instructed to manually engage it. Users are instructed to flush the deployment sheath and filter basket introducer with 10ml of saline until they see saline within the coil dispenser at the green deployment sheath hub. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However, based on the results of the analysis, it is possible that shipping and/or handling factors may have contributed to this event. Neither the device history record review nor the product analysis suggests that the events are related to the manufacturing process. Therefore, no corrective actions will be taken.

Event description:
During the prepping, the angioguard could not load into the sheath. The user changed to another one to complete. No adverse event on the patient. During analysis of the angioguard device received, it was found that the filter basket membrane was wrinkled. No additional information could be provided.